Event description:
A report was received that the patient was experiencing sharp pain at the ipg site in the left buttock whether the device is on or off. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing sharp pain at the ipg site in the left buttock whether the device is on or off. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively.